Manufacturer narrative:
(B)(4) it was reported that during a left-sided idiopathic vt, a pericardial effusion was noticed as the patient's arterial blood pressure dropped. The pericardial effusion was confirmed by x-ray and ice. A pericardiocentesis was and approximately 400 ml of fluid were removed. The patient was reported to in ICU and in stable condition. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed no resistance was noticed while performing this test. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
(B)(4). The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The following bwi devices were in use: carto 3 (11550), stockert (st-2353), cool flow pump (03659), and a smarttouch catheter (d132705, 17120280m). (B)(4).

Event description:
It was reported that during a left-sided idiopathic ventricular tachycardia (idvt) procedure (mapping phase), a female patient experienced a pericardial effusion as her blood pressure dropped. The pericardial effusion was confirmed by x-ray and ice. A pericardiocentesis was completed and approximately 400 ml of fluid were removed. The patient was transferred to in ICU and in stable condition. The physician stated that the patient had a small left ventricle and that the smarttouch catheter was probably not the best catheter for this situation as it is a stiffer catheter. No ablation was delivered and no a transseptal puncture was performed. No product malfunctions have been confirmed related to this patient injury.